Manufacturer narrative:
(B)(4). G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient retained a foreign body. The tip of a spring pin fractured off and an x-ray confirms that it is inside the patient. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images from a left total knee arthroplasty which demonstrate a screw fragment within the distal femur prior to arthroplasty placement. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is confirmed based on the radiographs provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue. To monitor for trends.